Event description:
It was reported that during a demo of the device on chicken, it was noticed that the ptc was starting to peel off of the top jaw after only a few activations. No patient contact.

Manufacturer narrative:
(B)(4). The device was received in good condition. The ptc was loose on the convex proximal side. Due to the returned condition, functional testing could not be performed but the device was mechanically tested. No mechanical issues were found. The damaged ptc can be caused by over-use of the device. Complaint information is trended on a regular basis to determine if further investigation is warranted.